Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that their previous interstim system ((B)(4)) was surgically removed and replaced because it was implanted "with too much lead" and "it kept twisting around the lead". Patient had been overweight when they were implanted, and they had lost (B)(6) lbs since the system was implanted. Patient said that may have been a factor. Implant and lead were surgically removed and replaced. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va01q8p (B)(4). Product type lead, (B)(4) pertains to the lead (va01q8p). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were told that the procedure had changed because the problem of the ins twisting around the lead happened with several patients; they used too much lead. The patient stated that they had lost a significant amount of weight, but the problem was not caused by that and that the device never settled itself. The patient noted that it moved around from the very beginning and caused lower back pain andaching. No further complications were reported or were expected.